Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the longevity of this pacemaker has been watched closely as it was indicating less than 0.5 years longevity remaining for a while. Now, the gas gauge is full and the estimated remaining longevity was 2.5 years. It was indicated the patient has had a computed tomography scan recently and will have another one shortly. The patient presented again and the remaining longevity was back to less than 0.5 years. As a result, a device replacement was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
This device was explanted. No additional adverse patient effects were reported.